Event description:
It was reported that (1) device was used during a colon procedure. It was reported by the affiliate that there was an electric arc during the use of the dcs12. The tissue was burned. The pt consequence was an ischemia lesion colic with reoperaton after 18 hrs.